Event description:
Prototype button found to be entrapped in gastric wall. Via egd, button base dislodged from wall, turned 1/4. Will monitor on outpatient basis. This device was not implanted at facility.